Event description:
Clinical report states patient was revised to address tibial loosening at the cement/bone interface. The cement manufacturer is unknown. Update rec¿d (B)(4) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records the patient was revised to address progressive pain along with tibial loosening. Upon revision the insert was found to have minimal wear. Also noted was loose cement, but at this time the manufacturer of the cement is still unknown. The patient's tibial bone was necrotic and abnormal. At this time the patient's insert is being reported. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).